Event description:
Mips reversing, left to right, the last server.

Manufacturer narrative:
The image markers would be present on these mips images (reformatted 2d or 3d images). There was no reported patient injury associated with this event. If additional information becomes available, a follow-up report will be filed. (B)(4).